Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report. Same pt event as MDR 9610622-2010-00028.

Event description:
The surgeon referred to the sales rep that: during the surgery, whilst he was reaming the femoral canal, the reamer catalog number 02256100 bent. At that point, he used catalog number 02256110 and that also bent. He ended the surgery using reamers taken from a new kit.